Event description:
It is reported that the surgeon refused to implant the tibial component due to a scratch on the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.